Event description:
Plaintiff reports that initial bilateral implantation occurred 7/13/78 with explant 6/28/95. Plaintiff alleges various illnesses including, but not limited to, rash, fever, joint pain, and fatigue.